Event description:
A 3.0 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted in an unknown lesion. Implant information is unknown. It was reported that the patient could not be contacted for 4 year follow-up. After investigation, it was found that the patient had expired. No further information has been obtained. Investigator assessment stated that the relation between the study device and the event could not be assessed. There is no relation between the study drug, index procedure and the event.

Manufacturer narrative:
(B) (4): evaluation results: no conclusion can be drawn.